Event description:
Customer reported a loss of waveform data on the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and cleared error logs. System operated normally.